Event description:
It was reported that prior to the start of a da vinci-assisted sliding hiatal hernia  surgical procedure, caller was getting a 467 error on surgeon side console (ssc) 2 this morning, caller switched out to ssc 1 and system powered on without errors. Technical support engineer (tse) viewed logs and found error 467 pointing to a disconnected 3d viewer head presence sensor cable for ssc 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported error occurred prior to port placement during system setup. The choice to switch to the other console was made prior to patient involvement. The procedure was completed robotically with no further issues and no patient harm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the surgeon side console (ssc) viewer. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Checked system logs and verified error 467 had occurred. Then, performed troubleshooting and found that error 467 points to the head sensor issue on the viewer. Also, performed visual inspection and noticed that j14 flat flex cable (ffc) was not fully clamped on the viewer. Additionally, checked lighthouse/aperture and confirmed error 467 had occurred. Furthermore, installed viewer on an internal eft system and was able to replicate error 467 during system testing. Restarted system and fully clamped the j14 ffc on the viewer and could not get error 467 to occur again.